Event description:
(B)(4) clinical study. It was reported that ischemia and restenosis occurred. In (B)(6) 2012, the patient presented with stable angina. Subsequently, the index procedure was performed. The 100% stenosed, in-stent restenosed, eccentric, type c, diffused lesion, with >45 and <90 degree bend target lesion was located in the non calcified and mildly tortuous distal right coronary artery (rca). Predilation was performed. The lesion was treated with a 3.00 x 28 mm promus element ¿ stent at 16 atmospheres. Post procedure, visual residual stenosis was 0% and timi 3 flow was restored. Two days post procedure, the patient was discharged. In (B)(6) 2013, the patient presented with restenosis in mid rca. Subsequently, percutaneous coronary intervention (pci) was performed in mid rca. In addition, ischemia was noted in distal rca. Twenty-three days post procedure, the events were resolved.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).